Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcate stent graft system was implanted in the endovascular treatment of a 54mm abdominal aortic aneurysm. It was reported that during the index procedure 8 endoanchors were implanted primarily due to a concern for a late failure but also due to an observed type ia endoleak. It was reported that the implantation of these endoanchors resolved the endoleak. No cause of the event was reported. No additional clinical sequelae were provided and the patient is fine.